Manufacturer narrative:
Device was retained by the hospital. Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported, the preop was malunion and the procedure was hardware removal with osteotomy in replacement of retrograde nail.